Event description:
Maude event report (B)(4) states: I have depuy pinnacle replacement and now I have constant pain and cobalt and chromium in my blood. The surgeon used the anterior approach to replace the hip and severed the lateral femoral cutaneous nerve. I was in excellent health before this hip replacement now I live in constant pain, nausea, and limited mobility. **update**- (B)(4) 2012- litigation papers received. It is alleged that the patient suffers from pain, metallosis, lack of mobility, and loosening. A pinnacle metal liner and femoral head have been added. The MDR decision has been reversed and initial mdrs have been created.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Maude event report (B)(4) states: I have depuy pinnacle replacement and now I have constant pain and cobalt and chromium in my blood. The surgeon used the anterior approach to replace the hip and severed the lateral femoral cutaneous nerve. I was in excellent health before this hip replacement now I live in constant pain, nausea, and limited mobility. Doi: (B)(6) 2009 - dor: none reported. Update 8/8/2012 - litigation papers received. It is alleged that the patient suffers from pain, metallosis, lack of mobility, and loosening. A pinnacle metal liner and femoral head have been added. The MDR decision has been reversed and initial mdrs have been created. Update 10/7/2013- pfs and medical records received. Part/lot was provided. The correct doi was also provided. There is no new additional information that would affect the existing MDR decision. Records are attached for further. Doi: (B)(6) 2009- dor: none reported (right hip). (B)(4). Aug. 25, 2014 updated patient and product codes: lm. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
**Update** (B)(4) 2013- pfs and medical records received. Part/lot was provided. The correct doi was also provided. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.